Event description:
Dealer states faulting and stopping. Over the phone it happened once with a right brake fault message. Batteries passed field load test. Advised to try to get a consistent fault and swap motor leads. Dealer may end up ordering both motors anyway.